Manufacturer narrative:
The cause of the reported shutdown issue on (B)(6) could not conclusively be determined due the inability to reproduce. Q1) service history review - are there any qns associated with the complaint device¿s most recent service report? No. Q2) subcomponent lot review - were there any other product malfunction complaints in this subcomponent lot related to this failure mode? No. Q3) complaint history review - have there been any other complaints against this console? Yes. There were three other complaints made against this console: (B)(4): missing network configurations reported. Determined to be likely caused by corruption of the network configuration. (B)(4): air in purge system alarm reported. Root cause was unable to be determined due to the inability to reproduce but was likely caused by a leak in the purge line or a faulty purge cassette. Console operated as expected during testing. (B)(4): system self check failure reported. Determined to be caused by pbm corrosion. Pbm was replaced to address the issue. Phr summary: there were no issues related to the complaint discovered when reviewing the product history of console (B)(6).

Manufacturer narrative:
Date of event has been updated. Section d1 brand name corrected.

Manufacturer narrative:
The automated impella controller was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed. This report represents the automated impella controller. Another report was submitted to represent the pump. Refer to section h.10 for the related report.

Event description:
The complainant reported that when attempting to turn off the automated impella controller, the console would not turn off and needed a hard turn off.